Event description:
Customer reports that during an interventional procedure several cine runs were recorded. While attempting to save images to a dvd the user saw a dicom server error message. Customer acknowledged error and rebooted the machine. Following reboot, the image directory and the images are present but none are loops, only static images.

Manufacturer narrative:
Gehc surgery service personnel found sys intermittent lift function, replaced ps3 and tested. Sys functional as intended.